Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the competitor right atrial (ra) lead and competitor right ventricular (rv) leads. Pacing inhibition resulted from the noise oversensing. The minute ventilation sensor was turned off which resolved the noise on the rv lead. Additionally, out of range impedance measurements were observed on the ra lead. The follow up revealed there was a polarity switch on both the rv and competitor left ventricular (lv) lead and noise was seen on the ventricular channel after the switch. Therefore, it was believed the noise was myopotential oversensing due to unipolar sensing. A review by boston scientific technical services (ts) noted high pace impedance measurements on all of the leads. In addition, atrial tachy response episodes showing atrial channel noise was noted. The atrial noise appeared high in amplitudes at times, thus no programming could mitigate this. No adverse patient effects were reported.